Event description:
It was reported the dragonfly opstar imaging catheter was to be used in the left anterior descending (lad) lesion. However, the monorail tip was broken. It was also noted there was difficulty removing the device from the patient. Therefore, the imaging catheter was removed and another dragonfly opstar imaging catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.